Manufacturer narrative:
The medical center in (B)(6) discarded all impella product at the explant. There can be no benchtop analysis and hemolysis testing, and as such no definative root cause determination. The failure mode will be monitored and trended.

Event description:
The medical center in japan had an impella cp support in which there was an episode of hemolysis attributed to the use of impella. The team stated the hemolysis signs changed/improved with pump's p level adjustment and volume delivery. Days later the team confirmed the hemolysis was actually treated by 2 units of rbcs and albumin. Later the team escalated care to the impella 5.0 and hemolysis resolved.